Event description:
The cam02 monitor's power supply cable (monpwr) was not working. The indicator light flasking, voltage was low. The user facility only had 1 unit. The serial number of the cam02 monitor is (B)(4). There was no patient contact, no patient injury, no patient prepped for surgery, and no delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.